Event description:
It was reported that during a percutaneous transluminal angioplastty (pta) treatment procedure a balloon rupture occurred. The 100% stenosed chronically occluded target lesion was located in the moderately tortuous and non-calcified iliac artery. The 8.0x40x135 sterling balloon catheter was advanced to the lesion for post-dilation of a 10mm non-bsc stent. On the first and second inflations the balloon reached 10atms and on the third inflation the balloon ruptured at 10 atms after approximately 30 seconds of inflation. The device was successfully removed from the patient intact and the procedure was completed with a 8x40mm non-bsc device and a 10x40mm sterling balloon catheter. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).